Manufacturer narrative:
During inspection and testing on-site by the field service engineer (fse), a loose low voltage connector was found from the alternating current (ac) adapter under the cabinet. The fse reconnected the two ends and ensured a secure connection. Tested the monitor and was not able to observe the loss of power. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the event occurred due to contact failure. However, a definitive root cause of the reported issue could not be identified. The following information is stated in the instructions for use (IFU): "[important information ¿ please read before use] (warnings and cautions) be sure to connect the power plug securely. Otherwise, this monitor will not function." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a laparoscopic procedure the monitor would intermittently lose power when the monitor arm was articulated causing no image. A 10-15 minute delay to replace the monitor but the procedure was completed successfully with the other monitor. There were no reports of patient harm associated with this event.